Event description:
It was reported of problems with the surface pro when using for sherlock 3cg PICC insertion. This included no negative deflection prior to elevated p wave and when xraying the tip was interpreted as "too low". Trim length of catheter, body habitus of patient and positioning was asked, the PICC was trimmed to 46cm and that patient was large. Thought that possibly the PICC was too short to go beyond sa node/caj and therefore no negative deflection, however the xray showed the PICC sitting near 9th intercostal space. PICC pulled back after chest xray. No issue with the previous sherlock notebook, just since upgrading to surface pro.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.